Event description:
Related MFR report: 1627487-2019-11022.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-11022. It was reported the patient's scs system was exhibiting high impedance. A company representative checked the impedance and confirmed the impedance for all of the leads contacts were high. Surgical intervention was taken and both of the patient's scs leads were replaced with new leads. Postoperative, stimulation therapy was up and running and the patient was doing well.